Event description:
The following was reported to arjohuntleigh by the nurse: on an unknown date the rotoprone bed would "catch" while rotating to the prone position and then automatically rotate back to the supine position. The patient was moved to another bed. There was no injury to the patient. This is being reported with an abundance of caution as if this were to recur it may cause or contribute to death, serious injury or medical intervention to prevent harm.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the manufacturer investigation.